Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due hyperglycemia and diabetic keto acidosis on (B)(6) 2020. The customer's blood glucose was ove 400 mg/dl upon arrival to the hospital and over 600 mg/dl when admitted into the hospital. Customer experienced symptoms such as throwing up. Customer was treated with intravenous insulin. Customer was not using auto mode. It was reported that the insulin pump stopped delivering insulin. Troubleshooting was performed and the insulin pump passed the self-test. The insulin pump will not be returned for analysis.